Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (84 percent stenosis degree) in a moderately tortuous part of the mid sfa. The device was delivered to the lesion and the stent was released approx.1 cm, but then it could not be released further even with the secondary release. The device was withdrawn, and another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent has been partially released. The distal end of the outer shaft has flared and is located about 7 mm proximal to the distal radiopaque marker. The stent is severely deformed at its distal end and has fractured. The distal stent fragment was not returned. The length of the remaining proximal stent portion is about 77 mm. Inside the handle, the retractable outer shaft has fractured. The fracture sites are plastically deformed which is indicative for an overload fracture. Moreover, the proximal portion of the inner shaft is compressed. During the investigation, the device was properly flushed, a 0.018 inch reference guidewire was introduced, and the stent was manually released. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a moderately calcified lesion (84 percent stenosis degree) in a moderately tortuous part of the mid sfa. The device was delivered to the lesion and the stent was released approx.1 cm, but then it could not be released further even with the secondary release. The device was withdrawn, and another stent was used to finish the procedure.